Manufacturer narrative:
Analysis found that no deviations or fault found. The device has been received in good condition. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the interface was non-specific damaged. There was no patient impact.